Event description:
It was reported that the patient experienced a loss or change or therapy. The patient felt no stimulation and lost control of their symptoms. This was a sudden change in symptoms that took place in (B)(6) 2015. The patient was unable to confirm if the therapy was on since they lost their patient programmer. The patient had a nerve ablation on their lower spine and they made the patient turn the device off. The patient turned it off, came home, and was groggy because of sedation. The patient turned therapy back on and it worked for about a month. The patient was not sure if it was related to this or if they needed to change a program because this was what happened before. The patient usually felt stimulation periodically. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0g0ne, implanted: (B)(6) 2014, product type: lead. (B)(4).